Manufacturer narrative:
Device is a combination product. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and moderately calcified proximal to mid right coronary artery. A 4.00 x 24 synergy drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and when it was pushed, the stent was flared. The procedure was completed with a 4 x 23 non-bsc stent. No patient complications nor injuries were reported.